Manufacturer narrative:
Unit received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test and selftest or verify unable to upload/download anomaly due to unresponsive keypad.

Event description:
Information received by medtronic indicated that the insulin pump had upload using the uploader but the upload failed again. Customer was assisted with uploading only his meter's data and the upload completed successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.